Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07598. (B)(4) clinical study. It was reported that balloon rupture occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion # 1 was a de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 22.00 mm long with a reference vessel diameter of 3.00 mm. Target lesion # 1 was treated with pre- dilatation and placement of a 2.75 mm x 24 mm promus element plus drug-eluting stent (des). Post dilatation was performed with the balloon of the stent delivery system (sds) however the balloon ruptured. Following post-dilatation residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the mid rca with 80% stenosis and was 36.00 mm long with a reference vessel diameter of 2.70 mm. Target lesion # 2 was treated with pre- dilatation and placement of a 2.50 mm x 38 mm promus element plus drug-eluting stent. Post dilatation was performed following post-dilatation residual stenosis was 0%. Target lesion # 3 was a de novo lesion located in the distal rca with 90% stenosis and was 30.00 mm long with a reference vessel diameter of 2.50 mm. Target lesion # 3 was treated with pre- dilatation using a 2.25 x 20 mm apex balloon, however the balloon ruptured. Following placement of a 2.25 mm x 32 mm pe plus stent and post-dilatation, residual stenosis was 0%.the next day, the patient was discharged on aspirin and ticagrelor.